Event description:
Boston scientific received information that this left ventricular (lv) lead was not capturing. It was determined the lead had dislodged. The lead was explanted and replaced. No additional adverse patient effects were experienced in addition to the revision procedure.

Manufacturer narrative:
The lead has not been returned. Should additional information become available, this report will be updated.